Manufacturer narrative:
Initial 1 of 2 based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that patient experienced an event of infusion set bent cannula on (B)(6) 2026. The blood glucose level was high due to bleeding at site and treated by changing infusion set and added bolus from the pump. The issue occurred with two infusion sets.